Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut at the flange prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut and damaged, and dents were observed in the bottom cover prior to receipt. This is believed to have occurred during revision surgery. In addition, the array was not received. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feed thru pin connections on some of the pins. This is not believed to be related to the return reason. This reported complaint of poor performance could not be verified during this analysis, which was limited in some respects due to the electrode being damaged and cut prior to receipt of the device, and the array was not received. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a decrease in performance and open electrodes. Programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.